Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference # 3002808486-2019-01442. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, depression, and limitations/ inability to engage in physical therapy. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration / perforation / embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported depression and limitations / inability to engage in physical therapy are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related / relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to prophylaxis for bleeding. Patient is alleging vena cava perforation. The patient is further alleging limitations / inability to engage in physical therapy and depression. Per a report from CT (computed tomography): "the axis of the filter is roughly parallel to that of the inferior vena cava. The tip of the filter is at the level of the right renal vein and only slightly below the level of the superior aspect of the left renal vein. There is evidence of perforation of the inferior tines through the inferior vena cava wall." "No fractures of the struts is identified. There is no evidence of stenosis of the inferior vena cava."